Event description:
On (B)(6) 2025 the user experienced a low blood glucose (bg) of 49 mg/dl after making a lunch announcement but not eating. The user self-treated with a coke, recovered, and later spoke with a clinical diabetes specialist for follow-up. No hospitalization or lasting effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.